Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -electronic components were degraded with age due to repeated energization stress. -overcurrent temporarily flowed by inserting and removing the video connector while the system was turned on. -static electricity was applied to the electrical contacts of the video connector. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user used this device for the first time after the repair, the user found that the scope communication error was displayed and the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.